Event description:
The patient¿s wife reported that the patient had experienced a recent history of diabetic ketoacidosis (dka), requiring hospitalization at medway maritime hospital, where the condition was suspected to be triggered by an infection while wearing a different pod (this event with pod # 1 is reported in insulet ref: (B)(6) FDA ref: 3004464228-2025-25858-00 submitted on 12jun25). The doctor stated the infection was not at the pod site and was not related to pod use. The patient was treated with manual insulin injections and unspecified antibiotics. Pod #1 was removed and discarded at the hospital. At an unspecified time while hospitalized the patient was also put on an unspecified intravenous fluid drip. The patient¿s blood glucose levels decreased and then a new pod (pod #2 documented in this case (B)(6)) was applied after an unspecified number of days, while still hospitalized. After 12 hours of wearing pod #2 on the abdomen the patient¿s blood glucose increased again, however the exact blood glucose result was not reported. Pod #2 was removed at the hospital due to this rise and the patient was given a manual insulin injection. The patient remained hospitalized for four days, from (B)(6) 2025. The pods were both disposed of by the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.